Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that impella 5.5 was attempted to be placed, but unable due to the patient anatomy so 5.5 insertion was aborted. The impella cp was successfully placed axillary.

Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. No product was returned for investigation. Delivery issue: the cause of delivery issue is determined to be patient condition because 5.5 was unable to pass through the anatomy and insertion aborted. Cp successfully placed axillary. Device history review: the device passed all the post sterile inspection checks.